Manufacturer narrative:
The tandem t:flex pump user guide states to not use any other insulin with your pump other than u-100 humalog® or novolog®. Only huma­log® and novolog® have been tested and found to be compatible for use in the pump. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple, minimum fill messages when attempting to load multiple cartridges. Reportedly, the cartridge was filled with approximately 200 units of insulin. Subsequently, the cartridge was filled with u-500 insulin. The customer's blood glucose level was 71 mg/dl. Reportedly, the customer had manual injections available as alternate insulin therapy.